Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Using a new lab transfer guard, performed the pre-fill reservoir test and found no leakage anomaly during filling.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump received a no delivery alarm. It was also reported that there was a leak at reservoir compartment at the transfer guard. It was reported that insulin did not get into insulin pump. When customer continued to attempt to fill reservoir, it was found that insulin was cloudy. Customer's blood glucose was 311 mg/dl. Caller was advised to changed reservoir. Reservoir would be replaced.